Manufacturer narrative:
Customer letter (B)(4) was sent 11/2/2005 to all customers to inform them of an issue when using ortho summit sample handling system for microplate antibody screening tests. Ocd received increased reports of sample not being dispensed during the pipetting of a plate, in some cases; the appropriate error code was not generated. This increase in no sample no error (nsne) events was observed primarily during the pipetting of microplate antibody screening tests. The customer was instructed to refer to the ortho sample handling system user¿s guide recommendation to visually inspecting each plate during pipetting for proper delivery of sample and ensure that they follow the existing instructions documented in the guide.

Event description:
The customer reported that the summit failed to pipette sample into well a6 of htlv plate (B)(4). No error generated. Tech aborted plate and retested on another summit. No erroneous results reported from the event. Assay lot# 12021, expires 10/24/14. Tip lot# 61312p4. Issue started on: (B)(6) 2013. Frequency: once. Error occurred during: no error. Was any action performed which could lead to the error: no. Data collected and documentation indicates that field service will investigate, attempt to repair the instrument and close the complaint when resolution has been reached. A service order has been created. After hours call received (B)(6) 2013.